Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the 8mm mega suturecut needle driver instrument popped open and a wire at the distal tip was visible while surgeon was suturing in mesh. The instrument was extracted from the patient, and a new instrument was opened for use. No fragments fell into the patient. The procedure was completed with no reported injury.